Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrotic area, dark scabbing, indented and depressed are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of necrosis, patient problem/medical problem and skin discoloration: "undesirable effects the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: 4) staining or discolouration of the injection site. 6) cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported that after injection in the "nasolabial folds and under the nose," with unspecified juvederm, the patient experienced a "necrotic area, dark scabbing and the area is indented and depressed" first noticed a couple days after injection. Healthcare professional stated that the symptoms are on the side of the nose. No treatment has been provided. Symptoms are ongoing.